Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr1954 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported the rn noted that blood was on the bed and when she looked closer, she noticed that the line had broken at the part where the line meets up with the clave. It was stated that the patient was put at increased risk of infection. Rn had to deaccess line and re-access it.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded:the complaint of a leak is confirmed and was determined to be use related. One 20 g x 0.75 in. Powerloc max infusion set was returned for evaluation. An initial visual observation showed use residue on and within the returned sample. A microscopic observation revealed a large split in the tubing of the infusion set at the distal end of the luer connector hub. The fracture surfaces were observed to be rough and uneven and exhibited beach marks. Evidence of buckling was observed on the tubing near the fracture site. The location of the split and characteristics of the fracture surface outlined above are typical of damage caused by material fatigue. Material fatigue can occur due to cyclic and/or prolonged kinking/bending of the tubing in which securement, usage, and mechanical factors may gradually form a crack in the tubing. A lot history review (lhr) of recr1954 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported the rn noted that blood was on the bed and when she looked closer, she noticed that the line had broken at the part where the line meets up with the clave. It was stated that the patient was put at increased risk of infection. Rn had to deaccess line and re-access it.